Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine machine during the initial drain cycle of her automated peritoneal dialysis therapy. Per the initial report, the home patient connected their patient extension line to the patient line of the homechoice set after prime completed. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.